Manufacturer narrative:
No evaluation possible as the device was not returned.

Event description:
Customer service was contacted on (B)(6) 2018 by customer. E-mail stating rep. Received clamp from or with a note that said it slipped. They decided to use a different clamp.

Manufacturer narrative:
This isfollow-up 1: the device was inspected and tested on 13th august 2018. There is a slight looseness in the index knob of the open/lock mechanism. However as there was only a slight looseness in the index knob of the open/lock mechanism detected, we suspect, that maybe the pinning technique has been not optimal as described in the instruction manual: "adjust the skull clamp to the width of the patient's head in the manner that the two skull pins in the rocker arm are equidistant from the centerline of the head and the single skull pin at the extension assembly is in line with this centerline."